Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease flat is observed. ¿ red particles on the shell are observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted and replaced.